Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report the bluetooth on their device is not working on (B)(6) 2016, causing their transmitter and their receiver to not communicate. There was no report of any injury or medical intervention. No additional event or patient information is available.